Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8f angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. A piece of the suture was returned as well. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated properly with the sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. A piece of the suture examined under the microscope and it was noted that the suture had frayed end. No tamper tube, anchor or collagen was returned. No other visual anomalies were noted. To determine the cause of the issue, the tensioner was removed from the device cap. The suture found broke near the disk tensioner area. However, the suture was still tethered to the suture tensioner disk. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor was successfully positioned in the artery. When the physician was withdrawing the insertion sheath and device, the suture unintentionally broke. However, the physician carried on the procedure with holding the suture with forceps and hemostasis was successfully achieved. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.